Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (error 23031)) was able to be reproduced during opto button test via matlab. The following parts will be replaced as a fix to this reported problem: the embedded serializer for master handle (esmh) printed circuit assembly (pca), and the opto button assemblies.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the site called in to report error 23031 occurred during surgery on surgeon side console (ssc). The technical support engineer (tse) reviewed the logs and confirmed error 23031 pointing to right master tool manipulator (mtmr) button are saturated. Tse asked the site to power cycle faulty ssc (sn(B)(6)). The site mentioned they will do after surgery is done. Due to its a dual system site will move on surgery with second ssc. The site will call back in-between the time window of the next scheduled surgery. The procedure was completed with another ssc2 with no reported injury. Site called back and informed troubleshoot was not successful after surgery.